Manufacturer narrative:
The device was not returned; therefore, no evaluation could be conducted on the actual unit. No lot number was provided either. Retained samples from the current inventory and their respective device history records (dhrs), were reviewed, and no issues were identified. In general, oxygen cannulas must be maintained in the proper position at all times and should be frequently monitored to ensure that the prongs/interface do not rest on the septum, as this may lead to tissue breakdown. Proper securement is essential to maintain skin integrity, particularly because this area is fragile. It is also imperative to use the correct size to ensure effective use. Proper measurement of the nares and septal space should be conducted using the provided sizing guide, and the manufacturer's instructions should be followed accordingly. According to the hospital report, two different sizes of the device were used, but it could not be determined which one caused the incident. The only medical interventions involved the application of a skin barrier to the septum, repositioning of the cannula, and a plastic surgery consultation. There is no evidence of any malfunction or deficiency in the device. Users are expected to mitigate the reported issue by: adhering to the device's intended use. Properly following the directions for use (dfu). Selecting the correct size using the sizing guide. The device should not occupy more than 80% of the area. Securing the device appropriately to minimize pressure. Continuously monitoring patients, as outlined in the dfu. This incident has been logged and will be monitored for trending purposes.

Event description:
Infant developed septal erosion after hospital used two different sizes of the device during the 3-4 weeks.